Event description:
It was reported to philips that the system failed to start up, it ws stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to start up. The customer rebooted the system several times, and the system booted up, but the issue was intermittent. The system log indicates that the image processing pc, flexvision pc (fvpc), geo pc, and flat detector controllers are not seen. Upon troubleshooting, fse checked the circuit breaker for a trip and found none. Following the fault-finding flow chart, fse identified a blown f10 fuse for the control unit. The fse replaced the fuse with a spare one and restarted the system. The system booted up fine. The fse attempted a second reboot to see if the system would reboot consistently. But this time, the system got stuck at the countdown. The fse checked the fvpc and geo pc status, found they hadn't booted up, and manually started them using the button. This indicates an issue with the power distribution unit (pdu) waking up the pcs. To resolve the issue, fse replaced the mpdu (main power distribution unit) in the m-cabinet. The defective mpdu was returned to philips for failure analysis, which showed burns and heat spots. After replacement of the mpdu, the system was returned to good working condition. The codes were updated based on the investigation outcome.